Manufacturer narrative:
(B)(4). The customer replaced the graphic user interface (gui) printed circuit board (pcb). The service engineer (se) downloaded the current software. The ventilator passed self-testing.

Event description:
It was reported that, during patient use, the 840 ventilator's graphic user interface was inoperable. No information is available regarding the patient being transferred to another ventilator. There was no harm to the patient as a result of the event.